Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer ordered a replacement gde (gas delivery engine). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the old gde (gas delivery engine) on the avea ventilator has a stuck blender at 26%. At this time, there is no information regarding patient involvement associated with the reported event.